Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood and contrast in the balloon and lumen. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst in the balloon material, 6 mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities with the bond of the device. Microscopic inspection of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Ipsilateral approach was obtained via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. After a guidewire crossed the lesion, a 2mmx40mmx144cm coyote¿ es balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 2x20 non bsc balloon catheter. No patient complications were reported and the patient's status was good.